Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. A system error 322 was confirmed through review of the device's history log, as well as reproduced during eval. This error was caused by a failed lower link switch. The link switch was found to have contamination on the switch spring, the metal contact at the bottom of the switch, and on the backside between the switch and the flex. The lower aux was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump was alarming constantly for system error 322. It was also reported that there was no pt involvement.